Manufacturer narrative:
As received, a complete lead without the stylet was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Stylet insertion test was performed and found the stylet could not pass through the lead. The cause of the reported event ¿stylet wouldn¿t pass through the lead¿ was isolated to the inner coil clogged with blood.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead was dislodged. Lumen of lead was blocked so the lead was explanted and replaced. The patient is stable.